Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) involved in the reported complaint was not returned to zoll for technical investigation, and it was not evaluated by a zoll service engineer at the customer site. As per the zoll's regional manager, the overflow of saline into the console's air trap holder had triggered the mid:09 error. The zoll's regional manager was able to clear the mid:09 error at the customer site by cleaning and drying the console's air trap sensors. The thermogard console was re-booted and passed power-on-self-test (post) without issue. The console was released for clinical use.

Event description:
A patient who was resuscitated from cardiac arrest received ivtm therapy. The start-up kit (suk) (lot # 170892) was successfully primed with the thermogard console (s/n (B)(4). During the cooling phase of the treatment, the thermogard system generated a mid:09 (air trap assembly) error message. The nurse reported observing air bubbles in the suk tubing but not noticing a decrease in the volume of the saline bag until the mid:09 error occurred. Upon inspection, the nurse observed saline on the patient's bed, the thermogard console, and the floor. Saline was leaking from the air trap of the suk into the air trap holder of the thermogard console. The dwell time of the suk was 2 hours when the issue happened. Both the suk and thermogard console were immediately replaced to continue and complete the treatment. No consequences or impacts on the patient.